Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0209744035, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider for a clinical study, via a manufacturing representative, reported pain in right leg due to too strong stimulation in some positions when walking since (B)(6) 2016. No diagnostics/troubleshooting performed other than reprogramming which resolved the issue on (B)(6) 2016. The patient was alive without injury. Medical history included idiopathic functional incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.